Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the pcba was in defective condition and the unit arrived with software 1.13. Functionally, the unit was disassembled and inspected. The issue was resolved by replacing the bulkhead, host cable and the pcba. It was reported that the bis monitor did not pass the impedance check, the bis monitor reported higher than expected readings and there was damage to the unit. The reported issues were confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, unit impedance was too high to measure. Unit housing and rubber around the rear clamp was deteriorating. There was no patient involvement.